Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery and spinal pain. It was reported that the patient stated that were getting sporadic uncomfortable electrical stimulation. The patient stated that it is uncomfortable and was concerned about the efficacy of their battery. The patient had their system removed, including their leads. No further complications were reported or anticipated.

Manufacturer narrative:
Supplemental to update codes, no longer apply. Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.